Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. Device manufacture date monitor 06/08/2018, belt 09/29/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while in the hospital on (B)(6) 2021 at approximately 9:46 am. It was reported the patient received a shock from the lifevest earlier in the day while at home, then went to the hospital where they later passed away. Hospital staff reported that the patient's lifevest was not connected so that the hospital staff's defibrillator pads could be placed on the patient. The monitor was returned and unable to power up or download. The most recent download occurred prior to the patient's passing at 05:40:07 on (B)(6) 2021. Per clinical review of the available ECG recording, the device was started up at 01:49:48 on (B)(6) 2021. The patient was in sinus rhythm at 90 bpm, degrading to vt at 240 bpm at 02:29:31. The lifevest delivered an appropriate shock at 02:30:08. The patient's rhythm at the time of the shock was vt at 220 bpm. The patient's post-shock rhythm was sinus rhythm at 90 bpm with pvc's and nsvt. No further arrhythmia detections were recorded between the appropriate treatment and the final download at 05:40:07. The patient was in a medically-controlled environment under the care of medical professionals at the time of passing at 9:46 am.